Manufacturer narrative:
The final tightener is not available for evaluation. Review of the device history record found no discrepancies. No definitive conclusions can be made at this time. However, the most likely cause of the event is the application of atypical force upon the instrument during final tightening of the set screw. At this time, the complaint is considered to be closed.

Event description:
Contact reports that after tightening 14 of 16 set screws, the tip of the final tightener broke off in the set screw on the pt's left side at l2 pedicle. The broken tip was flush with and cold welded into the assembled set screw. The surgeon determined that the broken tip could not be removed without damaging the construct. Another final tightener was on hand to complete the procedure. The reported difficulty did not result in any adverse consequences to the pt. As an unintended portion of the device remains in the pt, a medwatch report is being submitted to document this event.